Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 02/10/2020. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg cartridge lot n19285.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded two positive results of 97.6 & 128.8 on a (B)(6) year old female patient presented with insomnia. There was no additional patient information at the time of this report. Return product is available for investigation. Method: I-stat, date: 12/30/2019, time: 04:43, result: 97.6. Lab, 12/30/2019, 05:39, < 1. Lab, 12/31/2019, 14:41, < 1. I-stat, 12/31/2019, 14:55, 128.8. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. It is suspected that the positive results on I-stat are potentially related to a heterophilic antibody but unconfirmed at this time. The customer states the patient is not pregnant. The investigation is underway.